Manufacturer narrative:
(B)(4).

Event description:
(Os 17.777). The dentist reported the non osseointegration of two dental implants cm titamax implant 3.5x7 mm, but did not provide any other info about the case.